Event description:
It was reported that the customer's insulin pump was not delivering insulin. Reviewed the alarm history and found multiple motor error alarms. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery test, displacement and motor test. Unable to confirm the motor alarm. The device was received with cracked case display window corners and battery tube threads, and scratched screen. The drive support cap was slightly loose.